Event description:
During a cataract extraction procedure, the surgery center reported a capsular tear occurred in the patient¿s operative eye resulting in an unplanned vitrectomy procedure being performed. The surgeon opted to not use the planned one piece intra ocular lens (iol) model zcboo. The patient returned the next day to implant a 3 piece iol model z9002 by another surgeon. The surgery center indicated that during the procedure the vitrectomy was performed due to issues with the phacoemulsification unit and follow up indicated the surgeon believed there was too much power with vacuum settings at 365 millimeters of mercury; units of pressure measurement (mmhg).

Manufacturer narrative:
The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fse was not able to confirm or verify reported issues. The fss performed a field service checklist. The fss performed all calibrations. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Information in section f10 was provided by the manufacturer. The clinic is reporting this event only and did not request field service or clinicalsupport.all pertinent information available to abbott medical optics has been submitted. Placeholder